Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of not being able to deliver insulin. Customer reported that blood glucose was 52 mg/dl and treated with glucose tablets and chocolate and blood glucose dropped to 45 mg/dl, and then went back to 52 mg/dl. Customer's blood glucose at the time of call was 71 mg/dl. Customer was assisted in turning bolus wizard back on. Customer declined troubleshooting for low blood glucose stating that low blood glucose was caused by doing a lot of work.